Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was hospitalized, and 12 second pauses were observed. Further information was received that the patient experienced loss of consciousness. Additionally, noise, oversensing, and premature battery depletion (pbd) were exhibited. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was hospitalized, and 12 second pauses were observed. Further information was received that the patient experienced loss of consciousness. Additionally, noise, oversensing, and premature battery depletion (pbd) were exhibited. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.